Event description:
A malfunction was reported by the customer, indicated by the display of malfunction code malf 12. There was no adverse impact on the customer¿s blood glucose level. Technical support provided instructions on how to reset the pump and assisted with the reset process. The malfunction code did not recur, and the customer was able to continue using the pump with the understanding to reach out if the issue reappeared.